Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. As suspected by the customer, it is possible that contamination of the samples at the time of collection, rather than contamination at the testing site, could have occurred because all alleged results were from the same collection site, where 3 positives results were confirmed to be true positives with positive serology results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged the generation of discrepant results during the use of the cobas ® sars cov-2 assay for the 6800 platform compared to retests on recollected samples with a non-roche test. The customer received samples collected samples via nasopharyngeal swab in pbs saline collection media from the staff of a local nursing home. The product¿s method sheet, under the sections of sample collection, indicates - collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. The cobas ® 6800 sars cov-2 assay generated 6 questioned positive results. The customer suspected that a contamination event occurred at the collection facility but not the testing facility as all the patient samples were the staff of a nursing home. All staff members were recollected the following day and tested at another location. Customer states that all subsequent testing on these staff members were sent to a second testing facility with a non roche test and generated negative results for sars targets. Further, out of the positive samples generated, three were also tested serology positive but the target of the serology and the ids of these samples were not provided. Results were reported out; no harm was alleged. An investigation was performed on the reagent kit lot and no product problem was identified. Six (6) mdrs, one per each reported results, will be filed.